Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that core wire was bent and broken at approx. 95mm from coil proximal end, trace of clockwise rotation was observed on the core wire breakage site. Coil was elongated but not broken, the guidewire was in one unit up to distal end. Reportedly there was no patient affect with the event. Lot history review revealed no anomaly relating with the reported event. With the outcomes of the investigation, it is inferred that the guidewire might be bent in the tortuous vessel, where rotational manipulation was applied, the rotational force was accumulated on the core wire bent area, which was broken off when the force exceeded the product design limit. Stretch of coil and stretch and breakage of the polymer over-coating followed upon removal of the guidewire. All the products are inspected in the production process for meeting the product specifications and shipping criteria. Based on the obtained information there is no indication of a product deficiency. IFU warning section describes: if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged.

Event description:
Reportedly, in the ppi procedure to heavily calcified cto lesion at below-knee artery, physician advanced and attempted to cross the wire through the lesion, however couldn't, and felt some irregularity with manipulation. Upon removal, core wire breakage was found, coil was elongated but not broken, the guidewire was in one unit up to distal end. Reportedly there was no patient affect with the event.